Event description:
It was reported that prior to implantation, while exercising the helix of a implantable pacing lead the helix became "locked" in the extended position and would not retract. A new lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).